Event description:
Customer reported experiencing screen timeout issues. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting and callback, so no action was required.